Event description:
The affiliate stated the customer reported imprecision on four replicates on vitamin b12 involving the access vitamin b12 assay used in conjunction with the unicel dxi 800 access immunoassay system. The customer stated the results were released out of the laboratory. There was no report of patient impact associated with this event. The customer performed system diagnostics and noticed white powder on the analytical wheel. The customer indicated quality control (qc) was within specification prior to and following the event. Inspection of calibration, qc and other system check data, revealed no system issue. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication that the access vitamin b12 assay was returned for evaluation. The field service engineer (fse) inspected the system and did not observe any fluid leak. The fse removed and cleaned the wash wheel and verified the condition of the peristaltic pump tubing for the aspirate probes and the hydro drawer. The fse noted aspirate probe a2 had a rust-like residue at the tip and proactively replaced the aspirate probes. The fse completed system check and precision test. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information. This medwatch report is related to MDR 8020879-2014-00009.